Manufacturer narrative:
(B)(4). Concomitant medical product: 00877703604; biolox head; 2813813. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed, and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change, alter any conclusions, or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced a dislocation approximately 2 months post left hip revision. Medical attention was required to re-establish component positioning. The devices remain implanted at this time. Attempts have been made and additional information on the reported event is unavailable at this time.